Manufacturer narrative:
During an evar (endovascular aneurysm repair), the physician attempted to pull out the 5f super torque mb pigtail catheter after the transrenal stent of the main body of a non cordis endograft had been deployed. Resistance was encountered and the physician tried to reposition the catheter by reinserting the non cordis wire. The catheter would not straighten after multiple attempts. There was difficulty removing the wire and when he eventually remove the wire, the physician realized that the braiding of the wire had been pulled off the mandrel of the wire. He tried with a second wire and encountered the same issue. He then decided to purposely pull hard on the catheter to break the tip of the catheter off and had planned to snare the broken piece with an antegrade approach from the arm. He was unsuccessful with this. At this point he decided to abort the evar procedure and had to convert to an open repair of the patients aaa (abdominal aortic aneurysm). The patient made it through the open surgery and was in recovery. The tip of the catheter needed to be removed from the patient during the open surgery repair of the aorta. The tip of the pigtail had been pierced by the barb on the trans-renal stent of the non-cordis endograft bifurcate. It should note that this was not the fault of the catheter, but rather and unfortunate and rare case in which the barb pierced the catheter. The physician also purposely pulled hard on the catheter to break the tip off in hopes of attempting to snare the tip from the top/ antegrade approach. The access site was femoral. The device was prepped per the instruction for use (IFU) with no difficulties or defects noted. The product was returned for analysis. A non-sterile section of product cath mb 5f pig 65 cm 8sh was returned. A 43 cm proximal section (including the hub) of the catheter was returned. The distal section of the catheter was not returned. No other anomalies were noted. Per microscopic analysis the separated area and external edge surfaces at separation area showed clear evidence of elongations at separation. Elongation characteristics present evidence of an application of a tension force that induced the body shaft separation. Per functional analysis a guide wire could not be inserted into the catheter due to the separated condition of unit. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿catheter (body/shaft)-withdrawal difficulty¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. According to the instructions for use ¿to prevent kinking of 5f and smaller angiographic catheters, ensure that: the pigtail catheter is not straightened by hand, but only with a diagnostic guidewire or, if applicable, with a tip straightener.¿ based on the information available for review, procedural or handling factors may have contributed to the separation as evidenced by elongations noted on the separated surfaces during analysis indicative of an application of excessive force as described in the event description. As no lot number was supplied a DHR could not be completed. The product analysis suggests that the event experienced by the customer could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing records could not be conducted without a lot number. This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an evar, the physician attempted to pull out the 5f super torque mb pigtail catheter after the transrenal stent of the main body of a non cordis endograft had been deployed. Resistance was encountered and the physician tried to reposition the catheter by reinserting the non cordis wire. The catheter would not straighten after multiple attempts. There was difficulty removing the wire and when he eventually remove the wire, the physician realized that the braiding of the wire had been pulled off the mandrel of the wire. He tried with a second wire and encountered the same issue. He then decided to purposely pull hard on the catheter to break the tip of the catheter off and had planned to snare the broken piece with antegrade approach from the arm. He was unsuccessful with this. At this point, he decided to abort the evar procedure and had to convert to an open repair of the patients aaa. The patient made it through the open surgery and was in recovery. The tip of the catheter needed to be removed from the patient during the open surgery repair of the aorta. The tip of the pigtail had been pierced by the barb on the transrenal stent of the non-cordis endograft bifurcate. It should note that this was not the fault of the catheter, but rather and unfortunate and rare case in which the barb pierced the catheter. The physician also purposely pulled hard on the catheter to break the tip off in hopes of attempting to snare the tip from the top/ antegrade approach. The access site was femoral. The device was prepped per the instruction for use (IFU) with no difficulties or defects noted.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.